Event description:
A pt reported experiencing inaccurate erratic results with an ot ultra meter. The pt's blood glucose was 228 and 160mg/dl within 10 mins, with a difference of 31%. Pt did not experience any adverse events. No further info has been reported.